Manufacturer narrative:
A review of the device history record was performed and no issues or discrepancies were found. No similar complaints were found in this lot. The catheter was received in two pieces the separated distal tip measured 2.6cm long and the remainder measured 168.4cm long. During visual analysis, bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. Kinks were observed in the broken distal tip assembly likely a result of the snare which was used to retrieve the detached tip. During image characterization testing a good square image appeared in the system and the product performed within specification. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle tip fracture and throughout the tested brittle tip sample. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. A root cause of design was assigned to this complaint. Corrections made to the "describe event or problem" section and to the therapy dates and descriptions section.

Manufacturer narrative:
Customer notification has been distributed to (B)(4) customers and sent to the pmda. FDA report of correction and removal was filed march 14, 2001 (reference # 9912058-3/3/14/2011-0001-c).

Event description:
During a percutaneous coronary intervention (pci), in the left circumflex (lcx). Posterolateral, an intravascular ultrasound (ivus) catheter was used to image the lesion which was severely tortuous, 75% of stenosis with calcification. Upon withdrawal of the catheter the distal tip of the catheter (approximately 2cm) had become detached and remained in the distal portion of the lesion. The separated tip was successfully retrieved with the aid of a snare device. It was reported that the device was prepped without issue and mild resistance was noted upon removal. The patient's condition was reported as "good."

Event description:
During a percutaneous coronary intervention (pci), in the left circumflex (lcx) posterolateral, an intravascular ultrasound (ivus) catheter was used to image the lesion which was severe tortuous, 75% of stenosis with calcification. During imaging the distal tip of the catheter (approximately 2cm) became detached and remained inside the patient. The separated tip was successfully retrieved with the aid of a snare device. The patient's condition was reported as "good".